Manufacturer narrative:
Follow-up #2: device evaluation: the device has been returned and evaluated by product analysis on 09/11/2014 with the following findings: during testing, there was no evidence of moisture observed in the battery compartment. The leak test failed due to a display lens leak. The pump was opened and evidence of moisture was found on the internal components of the pump. Unrelated to the initial complaint, the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The alert date was originally reported as (B)(4) 2014, and the alert date has been updated to (B)(4) 2014.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a casing/condition issue.